Event description:
It was reported that while being used on a non-zoll mannequin, the autopulse platform displayed error 18. No patient involvement was reported. No further information provided.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer until (B)(6) 2013. The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed no physical damages to the platform. The reported complaint of a user advisory 18 fault occurring on (B)(6) 2013 could not be confirmed based on review of the archive. However, the ua 18 fault was found to have occurred on (B)(6) 2013 and (B)(6) 2013. Further inspection of the platform found that both load cells were defective and led to the ua 18 faults occurring, however a definitive root cause for why the load cells failed could not be determined. Functional testing could not be performed due to the observed ua 18. In summary, the reported ua 18 was confirmed to have occurred on different dates ((B)(6) 2013 and (B)(6) 2013) other than the reported date of event. The fault was found to be attributed to defective load cells, however a definitive root cause for why the load cells failed could not be determined.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on 06/26/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.